Manufacturer narrative:
Other text: , corrected data: h6: health effects - health impact.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. All labels were still intact. / no physical damaged was found on the device. As a result of checking the log, it confirmed that there was a record of a continuous "high pressure" alarm immediately after turning on the power or after operated between december 31, 2022, and january 3, 2023. The reported issue could not be confirmed. The occlusion detection level of the dso sensor was within the standard. Preventively, replace the downstream sensor. Product is beyond 3 years from manufacture date of 2019-11 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported the pump alarmed frequent high-pressure alarms. No patient injury.no additional information is available for this complaint.